Event description:
The patient experienced a loss of therapeutic effect following cardioversion for a-fib. Additional information has been requested.

Event description:
The ins had reached end of life and was replaced last week. The patient was receiving good therapy and all was well.

Manufacturer narrative:
Lead model unk lot# unk implanted: (B)(6) 1997 explanted: na. Extension model 7495-51 serial# (B)(4) implanted: (B)(6) 1997 explanted: na. Programmer model 7434-e serial# (B)(4).